Event description:
As reported by our affiliates in (B)(4) this was a 29mm sapien 3 case in aortic position by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck and the sheath shaft tore. It was also seen that a valve frame strut bent. The commander with crimped valve and esheath were removed. Due to tortuosity and trauma, it was decided not to use a second valve, but to abort the procedure and only repair the dissection that was caused. The vascular surgeon treated the dissection with a drug coated stent; however, the patient passed away in hospital on pod1. Cause of death is currently unknown.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08500. The device was not returned for evaluation. Imagery of the device and patient information was provided. The following was observed: while in the patient, the crimped valve appears to be outside of the sheath, suggesting a torn liner. After removal from the patient, the sheath liner was torn with the crimped valve exposed located about an inch from the distal tip; tip appears to be unopened. Tortuosity and calcification were present in both right and left access vessels. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for resistance between system components was confirmed by review of returned imagery. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Tortuosity is present in both access vessels. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Calcification is present in both access vessels. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the resistance between system components. The complaint for liner puncture was confirmed by review of returned imagery. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, an in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in a technical summary. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per the returned imagery of the patient's access vasculature, tortuosity and calcification are present. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath, potentially leading to the delivery system with crimped valve to catch onto the sheath liner and tear it. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the liner puncture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.